Event description:
It was reported that during testing conducted at the user facility the black led cover of the device was found to be broken off. No patient involvement or procedural delays were reported with this event by the user facility.

Event description:
It was reported that during testing conducted at the user facility the black led cover of the device was found to be broken off. No patient involvement or procedural delays were reported with this event by the user facility.